Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared. Additionally, it was reported that the time and date were wrong. The customer successfully updated the time and date. There was no reported impact to blood glucose.